Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have low blood glucose during the night and early morning, which cause hospitalization twice in two months. It was reported that customer was hospitalized the first time due to high blood glucose and was in the intensive care unit with diabetic ketoacidosis. Customer was hospitalized for four days. The second time, customer was unconscious and was hospitalized for six days due to high blood glucose. Customer had surgery due to blood clots and had diabetic ketoacidosis. It was reported that insulin pump received no delivery alarms, was making grinding noise, and had short battery longevity.